Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the need for magnetic resonance imaging (MRI). No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot#: 15418724 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.